Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 in the aux was not opening because it was registering open and would not close. A field service engineer (fse) found that the hard stop was damaged and seated properly. The fse opened the back of the drawer and found it was missing a screw making it, so it was not holding the sensor in the right spot. Because the manual red lever was broken, the fse replaced the hard stop and the missing screw. The drawer was secured and functional, then tested in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer had failed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.